Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, an interrogation of the implantable pulse generator (ipg) showed that the device was at elective replacement indicator (eri) and a power on reset (por) had occurred. The ipg was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the device to be in backup mode and was shown to be due to a cyclic redundancy check error in the flash memory within the microprocessor control unit integrated circuit. If information is provided in the future, a supplemental report will be issued.